Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One narrow posterior hex driver-17mm (phd00n) was returned for investigation. Visual inspection of the as returned product identified wear and scratches at the driver. The driver tip is confirmed to be fractured, and the other half is caught in the cover screw drive feature. The hex of the driver tip cannot be removed from the cover screw. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the phd00n dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (driver fracture) or device(s) (phd00n). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an screwdriver (phd00n) fractured while the doctor was screwing the cover screw to the implant. Fracture tip remains in the cover screw. Another cover screw was placed to complete the procedure.